Manufacturer narrative:
Note: product reference 4430409 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, either the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the cause of the catheter rupture. Catheter rupture is a known risk of access port implantation, indicated as a potential complication in the IFU. No corrective action is envisaged as this type of incident is rare. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
"Chief oncology nurse, refered that after installation of implantable catheter, it deteriorated and it was evidenced the rupture of the catheter inside the blood vessel (upper cava vein of the patient)."